Event description:
It was reported that five years, eleven months, and twenty-two days post a port placement, the catheter was allegedly fractured and migrated into the patient's right ventricle. Reportedly, the piece of catheter lodged in the heart was removed endovascularly. Evidently, the patient allegedly experienced bacterial infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one bardport titanium low-profile implantable port attached to a groshong catheter were returned for evaluation. Visual evaluation was performed on the returned device. Kinks were noted on the distal portion of the attached catheter. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the circumferential break on the attached catheter were noted to be jagged, the surfaces were noted to be round and smooth in one region and granular in the other region. Therefore the investigation is confirmed for the reported fracture, material separation and the identified naturally worn and deformation issues. However the investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the event reported was unknown and no evidence to confirm the reported migration was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that five years, eleven months, and twenty-two days post a port placement, the catheter was allegedly fractured and migrated into the patient's right ventricle. Reportedly, the piece of catheter lodged in the heart was removed endovascularly. Evidently, the patient allegedly experienced bacterial infection. The current status of the patient is unknown.